Manufacturer narrative:
(B)(4). Add'l info will be provided upon conclusion of the MFR's investigation. (B)(4).

Event description:
Initially it was reported by arjohuntleigh rep that during transfer the client from chair to bed, the units motor broke thru the top cap on the lift and the arm lowered on to the client. The client was in the sling hooked to the hanger with load still on the chair. They removed the client from the hanger. From the info received there is no indication that any injury occurred to the pt or caregiver.